Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). It was checked and found the followings; [at the evaluation] -there was no abnormality with the visual inspection. -it was checked the subject device but could not duplicate the reported phenomenon. -it was checked with the compatible devices owned by omsc, but the subject device worked normally. -it was turned the power on and off with the subject device alone but could not duplicate the reported phenomenon. Moreover it was continuously energized for approximately 1 hour, but no abnormality was found. -there was no abnormality when connecting and operating with following to the instruction manual. [At the investigation] -it was checked with the subject device. It was confirmed that the power was turned on and it started normally. It was confirmed that the power was turned on and off repeatedly to start up normally. - it was confirmed that it has been passed more than 15 years since the subject device was manufactured. -there was no repair history record. Since the reported phenomenon had not be duplicated, the cause could not be identified. However based on the results of evaluation and investigation, omsc determined there was the possibility this phenomenon was attributed to following causes; -the effects other than devices such as the power environment and so on. -it might be occurred the temporally malfunction for the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device sometimes could not be powered up at preparation for use. The user suspected that the mobile workstation which the subject device was installed had a problem at first but seemed not. It has been occurred this malfunction irregularly for the devices, the subject device and video processor and light source which were set on the same mobile workstation. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.